Event description:
It was reported that the customer experienced a bg value that displayed as 'low' on the continuous glucose monitor (cgm). The cause of low bg was unknown. The customer received third party assistance at home from an ambulance. The paramedics distributed glucagon and one d10 to address bg. This event did not cause an injury. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.